Event description:
The reporter indicated that while attempting to implant a 12.1mm vicm5_12.1; -4.0 diopter implantable collamer lens into the patient's left eye (os) it had tore during injection/delivery into the eye. There was no patient contact or injury. This occurred on (B)(6)2023. A replacement lens was implanted of the same length/model and this resolved the problem. It was indicated normal postop day, 2+cell, trace corneal edema. The cause of the event was reported as the lioli-24 device and noted " lens pinched by loading mechanism".

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).